Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 7.0 x 40, 135cm mustang balloon catheter was used to perform dilatation. Upon the second inflation, the balloon ruptured at 10 atmospheres. The procedure was not completed as the same device was not available. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 7.0 x 40, 135cm mustang¿ balloon catheter was used to perform dilatation. Upon the second inflation, the balloon ruptured at 10 atmospheres. The procedure was not completed as the same device was not available. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A microscopic examination of the balloon material identified a pinhole in the balloon. The pinhole was located at 9mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material identified a scratch on the surface of the balloon at the site of the pinhole. No issues were noted with the proximal markerband which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian vein. A 7.0 x 40, 135cm mustang¿ balloon catheter was used to perform dilatation. Upon the second inflation, the balloon ruptured at 10 atmospheres. The procedure was not completed as the same device was not available. No patient complications were reported and the patient status is good.